Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing set screw and the returned device wrench was broken. (B)(4).

Event description:
It was reported that during a procedure, a competitive screwdriver was used to fix a new device to the right ventricular (rv) lead. It was noted that there was a pacing problem with the implantable pulse generator (ipg). The pin was visually completely in the connector, but with and after the stress test, there was a loss of capture and asystole (atrioventricular block iii) as the patient had no rhythm. The lead was checked again with an analyzer and all measurements were good as before. Connecting and screwing in the lead again showed the same behavior and loss of capture at the stress test. A different screwdriver was used but to no avail. The physician decided to not implant the device and used a new device. Both chronic leads were connected to the new device with good measurements. No further patient complications have been reported as a result of this event.